Event description:
It was reported that prior to the implant this pacemaker, a code 1003 was recorded indicating that the voltage is too low for the projected remaining capacity. Subsequently, a different device was used to complete the procedure. No patient involvement was reported. This device is expected to be returned for analysis.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.